Event description:
A customer called in on april 27, 2009 inquiring about the status of her replacement transmitter and reported losing consciousness as a result of not wearing a transmitter from her freestyle navigator continuous monitoring system. The customer's transmitter was requested to be returned to abbott diabetes care in 2009 after the customer reported noticing some moisture around the battery door on her transmitter. Adc customer service instructed the customer to return the transmitter and to use the built-in freestyle or an alternate method of blood glucose testing until the replacement product arrives. However, after taking her transmitter off, she stated she passed out and self-injected glucagon to bring her blood glucose back up. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report as this event is related to product replacement. Adc customer service instructed the customer in 2009, when the transmitter was requested to be returned, to use the built-in freestyle meter or an alternate method of blood glucose testing until the replacement product arrives.